Event description:
It was reported by service report that the foot goes down when the bed is powered up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Phantom motion.